Event description:
New information received noted that the rv lead failed to sense. Additionally, a re-occurrence of failure to capture and high pacing impedance was also noted on the rv lead. The physician elected to explant and replace the rv lead. The patient was discharged after the procedure.

Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed right ventricular high pacing impedance. Loss of capture was noted as well due to high capture thresholds on the right ventricular (rv) lead. Programming changes were performed. The patient was asymptomatic and there were no consequences.